Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. The serial number of the ventilator was not provided; therefore, the device manufacture date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery on a 980 ventilator does not charge. The ventilator was not in use on a patient at the time of the reported event. A replacement battery was sent to the customer. Although requested, additional information was not provided.